Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (will have surgery to remove the essure implant on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (will have surgery to remove the essure implant on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device expulsion ('expulsion of essure device') in an adult female patient who had essure (batch no. B09699) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sciatica, hyperlipidemia and tinea corporis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping),"), nausea ("nausea,"), pain in extremity ("pain"), dyspareunia ("dyspareunia painful sexual intercourse"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue.") And back pain ("pain"). The patient was treated with tramadol and surgery (hysterectomy and will have surgery to remove the essure implant on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device expulsion, vaginal haemorrhage, menorrhagia, female sexual dysfunction, urinary tract disorder, bladder disorder, dysmenorrhoea, nausea, pain in extremity, dyspareunia, vaginal discharge, fatigue and back pain outcome was unknown. The reporter considered back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, nausea, pain in extremity, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure micro inserts implanted successfully. Patient tolerated procedure well, stating she had only mild cramps at mos diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: total bilateral occlusion. Pathology test - on (B)(6) 2018: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: -cervix: mild chronic cervicitis. -endometrium: proliferative endometrium. -myometrium: no histopathologic abnormality. -serosa: fibrous adhesions, -bilateral fallopian tubes: no histopathologic abnormality. Clinical information: menorrhagia, pelvic pain. Gross description: at each cornu extending to the right and left fallopian tubes are metal coils: averaging 6.0 cm in length and 03 cm in diameter.. Pregnancy test urine - on (B)(6) 2013: negative; on (B)(6) 2018: negative. Ultrasound scan - on an unknown date: no significant abnormality of the uterus. No significant abnormality of the ovaries.the patient's essure devices are visualized. No ,obvious abnormality is identified. Ultrasound scan vagina - on (B)(6) 2017: bilateral essure visualized. Left coil appears to be closer to the endometrial canal possibly touching endometrium.; on (B)(6) 2018: bilateral essure devices noted otherwise normal exam. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2019: quality safety evaluation of product technical complaint incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and device expulsion ("expulsion of essure device") in an adult female patient who had essure (batch no. B09699) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sciatica, hyperlipidemia and tinea corporis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping),"), nausea ("nausea,"), pain in extremity ("pain"), dyspareunia ("dyspareunia painful sexual intercourse"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue.") And back pain ("pain"). The patient was treated with tramadol and surgery (hysterectomy and will have surgery to remove the essure implant on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device expulsion, vaginal haemorrhage, menorrhagia, female sexual dysfunction, urinary tract disorder, bladder disorder, dysmenorrhoea, nausea, pain in extremity, dyspareunia, vaginal discharge, fatigue and back pain outcome was unknown. The reporter considered back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, nausea, pain in extremity, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure micro inserts implanted successfully. Patient tolerated procedure well, stating she had only mild cramps at mos. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6): total bilateral occlusion. Pathology test - on (B)(6) 2018: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: mild chronic cervicitis. Endometrium: proliferative endometrium. Myometrium: no histopathologic abnormality. Serosa: fibrous adhesions, bilateral fallopian tubes: no histopathologic abnormality. Clinical information: menorrhagia, pelvic pain. Gross description: at each cornu extending to the right and left fallopian tubes are metal coils averaging 6.0 cm in length and 03 cm in diameter. Pregnancy test urine - on (B)(6) 2013: negative; on (B)(6) 2018: negative. Ultrasound scan - on an unknown date: no significant abnormality of the uterus. No significant abnormality of the ovaries.the patient's essure devices are visualized. No ,obvious abnormality is identified. Ultrasound scan vagina - on (B)(6) 2017: bilateral essure visualized. Left coil appears to be closer to the endometrial canal possibly touching endometrium.; on (B)(6) 2018: bilateral essure devices noted otherwise normal exam. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs+mr received: event abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, dysmenorrhea (cramping), nausea, dyspareunia (painful sexual intercourse), expulsion of essure device, pain, vaginal discharge, fatigue were added. Medical history, treatment drug, lot number,lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device expulsion ('expulsion of essure device') in an adult female patient who had essure (batch no. B09699) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sciatica, hyperlipidemia and tinea corporis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping),"), nausea ("nausea,"), pain in extremity ("pain"), dyspareunia ("dyspareunia painful sexual intercourse"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue."), back pain ("pain"), headache ("over this headache/stress headache"), malaise ("sick of my body") and anxiety ("very anxious today"). The patient was treated with tramadol and surgery (hysterectomy and will have surgery to remove the essure implant on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device expulsion, vaginal haemorrhage, menorrhagia, female sexual dysfunction, urinary tract disorder, bladder disorder, dysmenorrhoea, nausea, pain in extremity, dyspareunia, vaginal discharge, fatigue, back pain, headache, malaise and anxiety outcome was unknown. The reporter considered anxiety, back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, malaise, menorrhagia, nausea, pain in extremity, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure micro inserts implanted successfully. Patient tolerated procedure well, stating she had only mild cramps at mos. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: total bilateral occlusion. Pathology test - on (B)(6) 2018: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: -cervix: mild chronic cervicitis. -endometrium: proliferative endometrium. -myometrium: no histopathologic abnormality. -serosa: fibrous adhesions, -bilateral fallopian tubes: no histopathologic abnormality. Clinical information: menorrhagia, pelvic pain. Gross description: at each cornu extending to the right and left fallopian tubes are metal coils averaging 6.0 cm in length and 03 cm in diameter. Pregnancy test urine - on (B)(6) 2013: negative; on (B)(6) 2018: negative. Ultrasound scan - on an unknown date: no significant abnormality of the uterus. No significant abnormality of the ovaries.the patient's essure devices are visualized. No ,obvious abnormality is identified. Ultrasound scan vagina - on (B)(6) 2017: bilateral essure visualized. Left coil appears to be closer to the endometrial canal possibly touching endometrium.; on (B)(6) 2018: bilateral essure devices noted otherwise normal exam. Concerning the injuries reported in this case, the following ones were reported via social media: headache, malaise, anxious. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: social media received- new event over this headache, sick of my body and very anxious today were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device expulsion ('expulsion of essure device') in an adult female patient who had essure (batch no. B09699) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sciatica, hyperlipidemia and tinea corporis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping),"), nausea ("nausea,"), pain in extremity ("pain"), dyspareunia ("dyspareunia painful sexual intercourse"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue."), back pain ("pain"), headache ("over this headache/stress headache"), malaise ("sick of my body") and anxiety ("very anxious today"). The patient was treated with tramadol and surgery (hysterectomy and will have surgery to remove the essure implant on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device expulsion, vaginal haemorrhage, menorrhagia, female sexual dysfunction, urinary tract disorder, bladder disorder, dysmenorrhoea, nausea, pain in extremity, dyspareunia, vaginal discharge, fatigue, back pain, headache, malaise and anxiety outcome was unknown. The reporter considered anxiety, back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, malaise, menorrhagia, nausea, pain in extremity, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure micro inserts implanted successfully. Patient tolerated procedure well, stating she had only mild cramps at mos. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: total bilateral occlusion. Pathology test - on (B)(6) 2018: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: -cervix: mild chronic cervicitis. -endometrium: proliferative endometrium. -myometrium: no histopathologic abnormality. -serosa: fibrous adhesions, -bilateral fallopian tubes: no histopathologic abnormality. Clinical information: menorrhagia, pelvic pain. Gross description: at each cornu extending to the right and left fallopian tubes are metal coils averaging 6.0 cm in length and 03 cm in diameter.. Pregnancy test urine - on (B)(6) 2013: negative; on (B)(6) 2018: negative. Ultrasound scan - on an unknown date: no significant abnormality of the uterus. No significant abnormality of the ovaries.the patient's essure devices are visualized. No ,obvious abnormality is identified. Ultrasound scan vagina - on (B)(6) 2017: bilateral essure visualized. Left coil appears to be closer to the endometrial canal possibly touching endometrium.; on (B)(6) 2018: bilateral essure devices noted otherwise normal exam. Concerning the injuries reported in this case, the following ones were reported via social media: headache, malaise, anxious. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: social media received- new event over this headache, sick of my body and very anxious today were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device expulsion ('expulsion of essure device') in an adult female patient who had essure (batch no. B09699) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sciatica, hyperlipidemia and tinea corporis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping),"), nausea ("nausea,"), pain in extremity ("pain"), dyspareunia ("dyspareunia painful sexual intercourse"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue."), back pain ("pain"), tension headache ("over this headache/stress headache"), malaise ("sick of my body") and anxiety ("very anxious today"). The patient was treated with tramadol and surgery (hysterectomy and will have surgery to remove the essure implant on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device expulsion, vaginal haemorrhage, menorrhagia, female sexual dysfunction, urinary tract disorder, bladder disorder, dysmenorrhoea, nausea, pain in extremity, dyspareunia, vaginal discharge, fatigue, back pain, tension headache, malaise and anxiety outcome was unknown. The reporter considered anxiety, back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, malaise, menorrhagia, nausea, pain in extremity, pelvic pain, tension headache, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure micro inserts implanted successfully. Patient tolerated procedure well, stating she had only mild cramps at mos diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: total bilateral occlusion. Pathology test - on (B)(6) 2018: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: -cervix: mild chronic cervicitis. -endometrium: proliferative endometrium. -myometrium: no histopathologic abnormality. -serosa: fibrous adhesions, -bilateral fallopian tubes: no histopathologic abnormality. Clinical information: menorrhagia, pelvic pain. Gross description: at each cornu extending to the right and left fallopian tubes are metal coils averaging 6.0 cm in length and 03 cm in diameter.. Pregnancy test urine - on (B)(6) 2013: negative; on (B)(6) 2018: negative. Ultrasound scan - on an unknown date: no significant abnormality of the uterus. No significant abnormality of the ovaries.the patient's essure devices are visualized. No ,obvious abnormality is identified. Ultrasound scan vagina - on (B)(6) 2017: bilateral essure visualized. Left coil appears to be closer to the endometrial canal possibly touching endometrium.; on (B)(6) 2018: bilateral essure devices noted otherwise normal exam. Concerning the injuries reported in this case, the following ones were reported via social media: headache, malaise, anxious. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.